Event description:
It was reported that a lead was replaced due to breakage. There was no patient injury and the patient recovered without sequela. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the lead model 3093-28 lot# unknown found conductors broken from overstress. The proximal end of the lead was stretched. There were setscrew marks in the correct location. Conductors were broken and stretched. The outer insulation was cut and breeched and there were suspected body fluids observed in the lead. The distal end of the lead was ok. Continuity was acceptable in circuits #0-2. Circuit #3 was open. There were no shorts between circuits. Conductor #3 was broken at the connector. Analysis of the percutaneous extension serial# unknown found no significant anomaly. The product was cut through and the body segmented. Only the distal segment was returned. All conductors were cut. The outer insulation was intact. The distal segment was ok. Continuity was acceptable and there were no shorts between circuits.

Event description:
Additional information received note that the date of replacement surgery on the lead was (B)(6) 2011; the removed lead lot # was v192501. Patient symptoms included: refractory overactive bladder and urge.

Manufacturer narrative:
Lead model# 3093-28 lot # v192501 implanted 2011-(B)(6) explanted 2011-(B)(6); programmer model # 3037 lot # njd081250n. Additional information determined that the correct manufacturing site for this event is site # 3004209178. Updated initial notify date.